Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with cracked reservoir tube lip and scratched display window. Noted during visual inspection.

Event description:
It was reported that the customer passed away. Caller stated that the customer was wearing the insulin pump at the time of death. Caller stated that the customer died due to a heart attack. Caller stated that the last blood glucose reading recorded in the meter was 365 mg/dl. Caller stated that the paramedics were called to assist customer for the heart attack, and customer passed away at home in the yard with the paramedics working on him. Nothing further was reported.